Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Patient fell on both knees, xrays showed hip liner had fractured. Update: 10/2/13 - litigation papers received. Litigation alleges pain due to a dislodged liner. Date of implant has been provided. The acetabular cup is now being reported to address the dislodged liner. Update ad 07 may 2018: receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.